Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient is not getting stronger current in the last 6 months. They asked to speak with a local manufacture representative (rep) in the area because they have an appointment on (B)(6) 2019 but no rep yet. Patient services reviewed a reps role and recommended that the healthcare professional (hcp) office contact a rep. It was later reported that when they turn on their implant with their recharger (insr) sometimes "it¿s too strong" and sometimes when they turn on their implant with the programmer, the strength weakens. Patient reported it would decrease the amplitude and they noticed it "sometime ago within the last year, maybe two, who knows." No further complications reported/anticipated.